Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. A cine of the procedure was received and reviewed by dr. Simonton (abbott vascular chief medical officer). The review of available digital cineangiographic films shows successful placement of a metallic stent in the heavily calcified mid-lad and positioning of an undeployed metallic stent in the proximal lad. There are no further pictures of the deployment of the second stent or of the undeflatable deployment balloon of the second stent. Thus, the supplied films do not provide enough information to assess potential causes of the undeflatable balloon in the second deployed xience alpine stent. The reported patient effects of hypotension, myocardial infarction, thrombosis, and death, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the reviewed information, no product deficiency was identified. An additional (B)(4) unused devices were returned and analyzed. Analysis of the devices did not show any indication of deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid to proximal left anterior descending artery. There was difficulty placing the guide wire due to the heavy tortuosity and calcification. A 3.5 x 23 mm xience alpine stent was implanted. A 3.5 x 28 mm xience stent delivery system (sds) was advanced to the lesion but could not cross through the previously placed stent. A 3.5 x 23 mm xience alpine sds was advanced to the lesion with a lot of manipulation and the stent was successfully deployed; however, the balloon could not deflate. Several attempts were made to deflate the balloon, including pressurizing to 25 atmospheres to rupture the balloon but it would not rupture or deflate. There were a couple of kinks in the proximal end of the sds. The patient started to have symptoms of hypotension so the shaft was cut distal to the kinks in an attempt to deflate the balloon, but it still did not deflate. A non-abbott guiding catheter extension was advanced over the sds to the balloon in an attempt to remove the sds from the anatomy. During the attempt, the distal shaft separated 3-4 mm proximal to the balloon and it could not be removed. The patient's blood pressure dropped and he had st elevation and the patient had a myocardial infarction. The patient was not a candidate for surgery, so he was put on a balloon pump. The patient is in the critical care unit on the balloon pump in stable condition. On (B)(6) 2015, the patient expired. Autopsy confirmed there was thrombus in the stent implant. No additional information was provided.